Event description:
The AED was returned reported to be used in a rescue attempt in 2002. A patient was presented that was in cardiac arrest, when the electrodes (physio control) were placed on the patient the device still gave the voice prompt of "place electrodes."